Manufacturer narrative:
The reported events of a failure to power up and thermal decomposition were confirmed by analysis. Final analysis found burnt components on the main circuit board and green contact strips. Additionally, it was discovered that high current flow through the power outlet damaged the power adapter, resulting in the failure to power up.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the patient's transmitter failed to power up. The issue was traced to a burnt power adapter. Although the power outlet was changed, the transmitter still wouldn't power on. The transmitter was then successfully replaced. The patient was stable.